Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the button appears to be completely depressed down on the right side. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (350 mg/dl). Customer stated that blood glucose levels were no longer high at the time of the call and they will continue to use the pump for insulin therapy.